Event description:
Patient reported that they "have presented with alcl but it cannot be clarified until I have the whole implant removed and tested". The affected side is unknown. Markers confirming the reported alcl have not been reported or confirmed. The device remains implanted.

Manufacturer narrative:
The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "presented with alcl", markers not reported or confirmed.